Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of a splenic aneurysm, the coil detached from the pusher wire after approximately half of the implant coil had been placed in the aneurysm. The pusher was removed from the catheter and negative pressure was applied to the implant coil as it was removed simultaneously with the catheter from the patient. There was no reported patient injury or intervention.